Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter is giving inaccurate high reading of ¿520 mg/dl¿ compared to feeling/normal reading. This complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the subject meter is giving inaccurate high reading of ¿520 mg/dl¿ compared to normal feeling/reading on (B)(6) 2014 at 8:20 am. At 8:40 am, the patient developed symptoms of feeling sweating, clammy, dizzy, and nausea. She reportedly felt like passing out. The hospital treated the patient with humalog insulin at 8:40 am. She was tested on the hospital meter at ¿71 mg/dl¿ at 8:50 am. By 9 am, the patient reportedly managed her diabetes with more food/drink. It would have been helpful to obtain more information about the reported incident; however, the patient was not available for follow-up questions. During troubleshooting, the patient confirmed the unit of measurement was set correctly at the time of testing. This complaint is being reported because the patient claimed she received treatment for acute complications of diabetes after she had inaccurate reading of ¿520 mg/dl.¿ the lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/29/2014). The patient¿s meter has been returned on 7/28/2014 and evaluated by lifescan product analysis on 9/17/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.